Event description:
Treatment of an avm (arteriovenous malformation). During the onyx injection, it was reported the marathon catheter ruptured. Prior to the rupture, the physician noticed a dense area of onyx in the marathon under fluoroscopy that was advancing as the onyx was pushed at a normal injection rate. As the dense darkened area of onyx exited the marathon, it was easily visualized; however, it was more difficult to push. The catheter ruptured after a brief pause of approximately 30 seconds. It was also noted that the initial onyx cast that exited the marathon catheter and entered the target vessel prior to the rupture was not well visualized under roadmap and native fluoroscopy. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00441.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).